Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did not received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.